Manufacturer narrative:
The device involved in the reported incident has been rec'd for eval. An investigation has been initiated based upon the reported info and the returned unit.

Event description:
After only few minutes of use, the control driver card of the cusa console did not work. Info about whether there was pt contact when the unit failed is unk. There was no injury or death involved with this report. The investigation site provided the risk management review; upon review of the cusa process fmea (pfmea) the clinical effect of loss of aspiration is a delay in procedure. There is a delay in procedure until an alternative source of vacuum is installed. A clinical eval of this delay in procedure rates the severity to be significant, with a health hazard of temporary but, significant but, reversible injury. As a result of the risk management review, this case will be submitted to FDA as a medical device report.